Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with thoracic tumour at th2/3 and underwent thoracic decompression fusion at c7/th1 and th4/5/6. During the surgery, after placing the rod,break off was performed in order of set screw final tightening. When removing prolock set screw by removable driver, the tip of the removable driver broke. The tip of the broken driver could not be taken out from the set screw. There was a delay of less than 60 minutes. The product came in contact with the patient. No fragment of the broken part remained in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.